Event description:
It was reported via our sales rep that during surgery, the surgeon appeared to have problems with the target device. According to him, the holes of the target device did not pass the holes of the nail. Another device was utilized to complete the surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.